Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) found that the battery won¿t charge -replaced battery (0146-00-0039 ) and cable ac line cord (0012-00-0886-01) to resolve issue. Performed unit checkout. Unit passed all functional and safety testes. Cleared for clinical use.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) battery would not charge. There was no patient involvement.